Manufacturer narrative:
(B)(4). A sensor guidewire was returned. Visual analysis of the sensor wire revealed that the guidewire was loaded and stuck in a stent. When the wire was unloaded, the distal coil stretched, detached and unraveled and coil wire was severely kinked. In addition, the core wire was broken and kinked at distal section. With the available information, boston scientific concludes that the reported sensor wire corewire was broken. Based on the condition of the returned device, engineers determined that the failure modes were caused by the way the device was handled (excessively and/or forcefully) during procedure or during interaction with the other devices. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed on the sensor wire instructions for use (IFU). There was no evidence that the device was used in a manner inconsistent with the labeled indications.

Event description:
This report pertains to a amplatz super stiff and percuflex plus ureteral stent were used during the same procedure. Refer to manufacturer report# (B)(4) and 3005099803-2021-02164 for the other associated device information. It was reported to boston scientific corporation that a amplatz super stiff and percuflex plus ureteral stent was used during a cysto, stent placement procedure in the ureter performed on (B)(6) 2021. During the procedure and inside the patient, it was noticed that the wire shredded and was stuck in the stent. The procedure was completed with a new amplatz super stiff guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: corewire was broken.